Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the device was broken during the installation. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the handle broken. Due to the returned condition of the device, no functional testing could be performed. In addition, two photos were analyzed. The first image provided by the customer is that of an fsc9 device with the blue torque wrench attached. It is noted that the shrouds are separated. The second image provided by the customer where the fcs9 is disassembled. This issue is typically associated when the user fails to use the provided blue torque wrench and uses the clamp arm handle to tighten the instrument onto the hpblue. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.